Event description:
On 10/15/1999, the MFR received a report from their international representative via a fax that states the following: the facility's consultant cardiologist informed the international distributor that the balloon was used/inflated outside the pt prior to case. No problems; however, the balloon was inserted into the vein and then withdrawn. Due to the size of the atrial septum occlusion (aso), the balloon reinflated and burst. Operator overfilled balloon?? The balloon was cleaned in cidex and was scheduled to be returned to the MFR for analysis. No further details were provided.